Event description:
It was reported that the device has a foggy image. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: the complaint issue was described as grainy and foggy image. The customer's complaint was verified. Lots of noise is present when the camera is pointed at a dark image. A functional test confirmed the failure. The issue was still present when a test fixture prism was installed. Troubleshooting found that the x2 oscillator (part number: 1126595) output is not consistent with properly working th121 camera heads. The part number 1126595 is not currently available at ksna goleta, so it can't be replaced at this time, therefore, a headboard replacement is required to correct the customer's issue. Additionally, the camera had a 3rd party cable installed and should be replaced. The root cause was determined as output at x2 is not consistent with working th121 camera heads. The event is filed under internal karl storz complaint ID: (B)(4).